Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon evaluation the electrode belt cable was damaged near the rear 2 wire therapy electrode. The cause for the damaged cable cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his electrode belt cable was damaged. The pt was issued a replacement electrode belt.